Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Performed energy delivery consistently with no issues. The instrument was retested and passed the engagement, recognition, and intuitive motion tests on multiple attempts. The instrument was fully functional. Additional observation(s) not related to the customer-reported complaint: 1). The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument was found to have an exposed electrode on one of the bases of the bipolar forceps grip. The unit passed the electrical continuity test. No sign of damage on the conductor wire. 2). The instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. The scratch marks/abrasions were found on both surfaces at the bipolar yaw pulley. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the coagulation of the fenestrated bipolar forceps was not sufficient. A backup instrument was used, and the procedure was completed with no patient harm and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a backup instrument.